Event description:
Boston scientific received information that the shock impedance has gradually increased over the last year from around 100 ohms to a peak of 122 ohms. It was noted the shock impedance goes up and down about 100 ohm cyclically. No shocks have been delivered since implant. Technical services (ts) discussed troubleshooting options. Additional information was received which reported that a 41 joule shock was delivered to test this shocking system, which showed a shock impedance measurement of 98 ohms. Painless shock testing produced a shock impedance of 140 ohms. The device would be programmed to a shock impedance limit of 200 ohms. No additional adverse patient effects were reported. At this time, this right ventricular (rv) lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Boston scientific received information that the shock impedance has gradually increased over the last year from around 100 ohms to a peak of 122 ohms. It was noted the shock impedance goes up and down about 100 ohm cyclically. No shocks have been delivered since implant. Technical services (ts) discussed troubleshooting options. Additional information was received which reported that a 41 joule shock was delivered to test this shocking system, which showed a shock impedance measurement of 98 ohms. Painless shock testing produced a shock impedance of 140 ohms. The device would be programmed to a shock impedance limit of 200 ohms. At this time the system was revised, and the implantable cardioverter defibrillator was explanted at a surgical intervention. The right ventricular lead remains in service. No additional adverse patient effects were reported.